Manufacturer narrative:
The device was returned to olympus for inspection and the customer's allegation was not confirmed. Video socket connector has a defective locker, it doesn't secure scope video cable due to wear in locker. In addition, the following non-reportable malfunctions were found during device evaluation: top cover damaged, bad scope socket, upgrade needed. The investigation is on-going. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii video system center had error code b30 during preparation for use. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
Corrected data: e3 (inadvertently omitted on the initial report) & g2 (¿health professional¿ was selected in error on the initial report). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be identified, nor could the phenomenon be confirmed/reproduced. However, it¿s likely the cause is related to the lock of the scope socket and the video connector failing. Olympus will continue to monitor field performance for this device.